Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: xiitp5410, osseotite tapered certain prevail implant 5/4 x 10mm/lot# 2021100307. D10: therapy date unknown / not provided. E1: email address unknown / not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that the abutment at the implant at tooth location #3 became loose and damaged the internal hex of the implant. The implant was removed and replaced.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111 and 4114. H6: investigation findings code was added: 3221. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. An unknown abutment was reported but not returned. Visual/physical evaluation of the as returned implant identified damaged drive feature and screw fragment inside. DHR review and complaint history review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation, IFU, and risk management file review, the most likely root cause determined from the investigation was customer error (excessive torque applied) or patient factors. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.